Manufacturer narrative:
The pump passed the self test. The pump was programmed to the current time and date, and was monitored for four days. No unexpected alarms occurred. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed software error. Customer's blood glucose reading was 123 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).